Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: anisomastia, and medical device removal. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a unknown size unknown saline implant and was presented with left side breast implant deflation postoperatively. Deflation was confirmed via mammogram on (B)(6) 2020. As a result, the patient underwent explantation and replacement with mentor saline device on (B)(6) 2020.